Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient was revised due to prosthesis dislocation. Components not revised : tige "anca fit?" Rev. Hap 1/3 proximal 13d ppr67612 lot u0776104.

Manufacturer narrative:
See investigation attached. - attachment: [ripojuly2019signed.pdf].